Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report a hospitalization on (B)(6) 2015 for high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The customer's symptoms included a fast pulse, high blood pressure, nausea, and weakness. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with fluids and insulin. The customer was wearing the device at time of admission. The wife performed the high pressure test and it failed. It was reported that the customer was discharged from the hospital and they would try using the insulin pump again the next day. Nothing was replaced or returned.